Manufacturer narrative:
Findings: the report was confirmed by eval. The foot of the attachment was missing. The remaining portion of the foot was heavily damaged due to tool contact. The attachment bearings were not worn, and there was no noticeable damage to the leg of the attachment. The attachment had been in use for approx 10 months. The cause of the tool contact with the attachment foot could not be determined by eval. This type of damaged may be caused by use of incorrect tool, or by excessive pressure or improper hadnling such as bending or prying with the attachment. The device user manual includes a warning indicating that this may cause injury to the pt, operator and/or operating room staff.

Event description:
Attachment foot cut by tool, foot detached/loose/missing reported on request for repair of attachment. Repair was escalated to complaint status per repair code list. The attachment foot had been cut by tool contact and the foot was detached from the attachment. On follow up, it was reported that the detachment occurred while cutting a bone flap during crainial surgery. There was no pt impact or delay in surgery. Another attachment was used to complete the procedure. The date of the event was not known.